Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) displayed a pressure of 0 and there was no pressure waveform. An invasive blood pressure monitor was used to detect blood pressure. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the pressure transducer but it did not resolve the issue. It was found that there was no fault in the unit. Rather, the user training was redelivered. The unit passed all safety and functional tests and was returned to the customer for clinical use.